Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign material was unable to be identified. It was confirmed that there was no deformation of the air/water nozzle. It was unclear whether the reprocessing was performed according to the instructions for use (IFU). The inspection method for the event is described as follows in the IFU "chapter 3 preparation and inspection 3.2 inspection of the endoscope and 3.6 inspection of the function in combination with related equipment". [Inspection of endoscope] 9. Visually confirm that there are no abnormal protrusions, dents, or deformations in the air/water nozzle at the tip of the endoscope. [Inspection of objective lens surface cleaning function] [when using the spray button] 1. Check that water flows over the entire endoscopic image when the spray button is pushed all the way (two-stage push) while covering the hole of the spray button with your finger. 2. While covering the hole of the spray button with your finger, push the button all the way to the end (1-step push), and confirm that water spray is sprayed over the entire endoscopic image." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis lucera gastrointestinal videoscope had air/water leakage. There was no report of patient harm. The device was returned, evaluated, and a foreign matter was found in the nozzle. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
E1: (B)(6): noting due to character limit. The device was returned to olympus for evaluation and the customer's allegation was confirmed due to deformation of the upward/downward knob. In addition to the foreign matter in the nozzle, the following were also found: a less than standard insulation resistance value at the distal end due to peeling of the bending section cover adhesive, a wrinkle and discoloration on the connecting tube, a wrinkle on the universal cord, discoloration on the objective lens and control unit, shaving on the forceps channel port, peeled paint on the suction cylinder, a chip on the image guide protector and bending section cover adhesive, and wear on switch# 4. It was also found that the electrical connector had discoloration due to water leakage, the water removal ability did not meet the standard value due to clogging of the nozzle, the play of the upward/downward knob was out of standard value due to wear of the angle wire, the bending angle in the up direction did not meet the standard value due to wear of the angle wire, the image had a partially dark area due to a scratch on the objective lens, and there was a lack of image on the monitor due to dirt on the objective lens. Lastly, scratches were found on the following devices: the plastic distal end, the forceps elevator lever, the forceps elevator knob, the upward/downward knob, the right/left knob, switch# 1, the switch box, the scope cover, the suction connector, the universal cord, the grip, the control unit, the suction connector side and control section side of the universal cord protector. The foreign material found has been attributed to insufficient cleaning. The customer did not clean, disinfect, or sterilize the device before it was sent to olympus for repair. It is unknown if the customer had any idea about what the foreign material could be, whether there was delay in the start of the pre-cleaning, if the air/water nozzle was flushed with water and air, if there were any abnormalities in the device used for reprocessing, if the device was immersed in detergent solution, if the device air/water nozzle was wiped/brushed with clean lint-free cloths, brushes, or sponges, or whether the air/water nozzle was flushed with detergent solution. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.